Event description:
The article, "tavr in a small surgical bioprosthesis with a kinked aortic graft using an intra-annular self-expanding valve", was reviewed. The article presented a case study of a 29-year-old male patient with a history of congenital heart disease, bilateral lower extremity edema, exertional dyspnea and orthopnea. On an unknown date a 23mm navitor vision was chosen for implant for transcatheter aortic valve replacement (tavr). The device was implanted. Post-dilation was performed with a 21mm true balloon to optimize valve frame expansion. Transesophageal echocardiography (tee) confirmed stable valve positioning. The patient's postoperative course was uneventful and was discharged on postoperative day 2. [The primary and corresponding author was sahil khera, mount sinai fuster heart hospital 1 gustave l. Levy place, new york, new york 10029, USA. E-mail: sahil. Khera@mountsinai.org.].

Manufacturer narrative:
. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.